Manufacturer narrative:
(B)(4). Final analysis found that a partial lead was returned two pieces. One of the portions exhibited clavicular crush damage at 16.0 mm from the middle region of the cut end. The outer and inner insulations were damaged and the outer coil was fractured at the same location. This damage likely contributed to reported electrical anomalies. All other damage found was consistent with that occurring at the time of the explant procedure. (B)(4).

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, the right ventricular lead exhibited low impedance, r wave decrease and unacceptable capture thresholds. On (B)(6) 2015 the lead was capped and replaced; it was noted that the lead was fractured. The patient tolerated the procedure well and was stable post surgery.